Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
The customer reported nav-ring defective. There was no patient involvement.

Manufacturer narrative:
G4:08apr2021. B4:12apr2021. The device was evaluated by the philips field service engineer (fse) who confirmed navigation ring is stuck and will not move. The fse replaced the front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.